Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 561 (mg/dl) and moderate ketones. With the assistance of the school nurse, customer administered a correction bolus. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events or report any future issues.